Event description:
It was reported that this pacemaker and right ventricular (rv) lead exhibited oversensing of noise, high pacing thresholds, and low sensing amplitudes. The noise was reproducible with isometrics. Also, there was a high out of range pacing impedance measurement, measuring greater than 3000 ohms, more than a year ago. The rv pace impedance became stable after switching to unipolar. It was noted this patient was not pacemaker dependent. Technical services (ts) recommended not changing the sensitivity for the noise and suspected an issue with the rv lead that would ultimately require a lead revision. Additional information was received from the field. A lead revision has not been performed at this time. The cause of the issue and resolution was not confirmed. This pacemaker remains in service. No adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent changes in impedance measurements with no conclusive evidence of a product performance issue or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event. Engineering analysis and testing of returned products has determined that repeated, small movements of the lead terminal ring along with variances in the connection contact force and surface roughness can impact the connection between the spring contact and the lead ring, resulting in intermittent changes in impedance measurement.

Event description:
It was reported that this pacemaker and right ventricular (rv) lead exhibited oversensing of noise, high pacing thresholds, and low sensing amplitudes. The noise was reproducible with isometrics. Also, there was a high out of range pacing impedance measurement, measuring greater than 3000 ohms, more than a year ago. The rv pace impedance became stable after switching to unipolar. It was noted this patient was not pacemaker dependent. Technical services (ts) recommended not changing the sensitivity for the noise and suspected an issue with the rv lead that would ultimately require a lead revision. Additional information was received from the field. A lead revision has not been performed at this time. The cause of the issue and resolution was not confirmed. This pacemaker remains in service. No adverse patient effects were reported.